Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, during an operation for a fractured ankle, the surgeon used a 2.5 mm drill bit. While introducing the drill, the drill bit broke in the patient's bone. The surgeon removed the broken drill bit and introduced another. A new drill bit of the same size was used to complete the surgery. There was a ten minute surgical delay. When the product was received by the manufacturer, it was noted that a piece of the drill bit was broken and another piece was stuck in the drill guide. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. A product investigation was completed: investigation summary for article 312.280 with lot number 2129: our investigation shows scratches all over on the surface of the drill guide. There is a broken off fragment of a drill bit stuck in the drill guide. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Investigation summary for article 310.250 with lot number 8847363: our investigation shows that the drill bit is broken off. The broken off fragment is stuck in the drill guide. Also we found that the cutting edges are blunt. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause of the breakage. Due to the wear and tear signs, it is likely that these products were often and intensive used instruments. It is likely that the drill bit got stuck and the lateral force may have resulted in the breakage. The bad condition of the device, before surgery, may also have played a contributory negligence to the breakage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Please note: blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.